Event description:
The customer reported via e-mail having difficulties with the insulin pump, and stated that the device is not delivering the insulin. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.